Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) defibrillation lead was fractured and exhibited no capture. The rv defibrillation lead was capped. The previously prophylactically capped non-defibrillation rv lead was brought back into service to replace the rv defibrillation lead. The system was downgraded to an implantable pulse generator (ipg) and the lead was connected. However, the lead exhibited high thresholds and undefined high pacing impedance. The physician elected to accept these measurements, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.